Event description:
Since year 2000, philips medical does not allow its customers, its installers, its assemblers to obtain a pass/fail during qa testing. Thus the machine may or may not be functioning within the safe allowable limits of its designed. This flaw prevents for the customer from knowing if the machine is working within MFR's specs or outside the specs. Thus the pt could be becoming harmfully exposed to rf radiation beyond the limits and/or may be subject for a repeat exam due to the fact the machine is not informing the customer it is working correctly or not. Philips has been contacted on several occasions regarding this flaw, additionally they have been informed that to comply with 21 cfr 820 they must supply installer info allowing the installer/assembler the ability to see if the machine is performing within spec for compliance and to prevent pt exposure to excess rf radiation. Dates of use: (B)(6) 2000 - (B)(6) 2010. Diagnosis or reason for use: MRI diagnostic imaging.